Event description:
Patient called lfs on 12/12/02 alleging that one year ago their ot ultra test strips had a discolored membrane. The patient received inaccurate low readings on their meter. No symptoms were reported. No adverse events were reported. Pt had received a shipment of test strips that were discolored and yellow as if the strips were wet and became discolored. Pt called mail order company and the strips were replaced at that time. Patient also reported that recently pt obtained a blood glucose result of 301 mg/dl with a lifescan meter and 457 mg/dl on a laboratory device, performed within 30 minutes of each other (patient did not use the test strips reported above). Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.